Event description:
The defibrillation system was implanted on (B)(6) 2019. Reportedly, a surgical re-intervention was needed because the patient suffered hematoma after receiving impact on the pocket area. On (B)(6) 2021, during the re-intervention, infection of the system was observed and the system was explanted. The subject ICD and the associated atrial lead were discarded. The bacteriological analysis confirmed diagnosis of bacteremia. The patient was hospitalized between (B)(6) 2021 and 26 january 2021 and a new ICD was implanted on the right side of the patient. Antibiotic treatment was planned until (B)(6) 2021. Preliminary analysis revealed that the subject device has been sterilized and released according to all applicable procedures.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The defibrillation system was implanted on (B)(6) 2019. Reportedly, a surgical re-intervention was needed because the patient suffered hematoma after receiving impact on the pocket area. On (B)(6) 2021, during the re-intervention, infection of the system was observed and the system was explanted. The subject ICD and the associated atrial lead were discarded. The bacteriological analysis confirmed diagnosis of bacteremia. The patient was hospitalized between (B)(6) 2021 and (B)(6) 2021 and a new ICD was implanted on the right side of the patient. Antibiotic treatment was planned until (B)(6) 2021. Preliminary analysis revealed that the subject device has been sterilized and released according to all applicable procedures.